Event description:
As reported by the user facility: reported difficulty removing an epidural catheter from a labor & delivery patient. Stated they pulled & tugged, and when catheter released about 5cm of catheter, remained in the patient. Further information received from the facility indicated that to their knowledge, the patient has suffered no adverse sequela associated with this incident. An MRI was performed and the results were inconclusive. The patient has not yet returned for a neuro consult. The sample was discarded and the lot number remains unknown. No further information is available.

Manufacturer narrative:
The actual sample has been discarded by the user facility and will not be returned to the manufacturer for evaluation. The lot number is unknown. Without the sample and a lot number, a complete evaluation could not be performed. Based on the event description, it appears that the catheter became lodged between two rigid body structures and was pulled beyond its design capabilities. However, no specific conclusions can be drawn.